Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders are not crossing. The technical support specialist dialed into server and performed site down query to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system has connectivity issue. The customer reported that no new orders were crossing in workstations. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.